Manufacturer narrative:
The returned sample was visually inspected, no anomalies were noted. The returned sample was leak tested as received, by connecting the calibrated manometer, submerged into a water bath, and pressurized. A leak was noted at approximately 390mmhg. The cap was loosened and retightened with a calibrated torque wrench to production specification. The unit was then pressurized with air, submerged in a water bath, and observed for any leaks. A leak was noted from the large blue luer cap at approximately 580 mmhg. A retention sample of the same product code and lot number combination was visually inspected, and no visual anomalies were noted. The retention sample was also leak tested, and no leaks were noted. The complaint was confirmed and root cause for this event is a lack of sealing between the large bore adapter (blue cap) and the shunt sensor body. When the large blue vent cap is tightened, interference between the threads of the cap and the shunt sensor body exist, causing an inadequate seal, leading to a leak. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup the shunt sensor leaked. *no patient involvement as this occurred during setup. *product was changed out. *procedure was completed successfully.